Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead addressing the issue. Note: the lead was implanted in (B)(6) 2016 (exact implant date is unknown).

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead addressing the issue. Note: the lead was implanted in (B)(6) 2016 (exact implant date is unknown).

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The reported event of high impedance was confirmed. As received, the microscopic inspection revealed that the lead body had a kink where all wires were broken. The broken wires are consistent with an overstress condition that the lead was subjected to while in vivo.